Manufacturer narrative:
(B)(4). A device history record review was performed on the gauze and dressing with no relevant findings. Visual inspection could not be performed as no sample was returned for analysis. The customer did provide a photo; however, no root cause could be determined based on the returned photo. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. The customer did provide a photo; however, no root cause could be determined based on the returned photo. A device history record review was performed on the gauze and dressing with no relevant findings. The potential cause of this complaint could not be determined based upon the information provided and without a sample.

Event description:
It was reported that when a patient was moved to the ward bed, the gauze of the dressing was detached so that the catheter became unclean. Therefore, the catheter was removed and replaced with a new one.no harm to the patient occurred.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when a patient was moved to the ward bed, the gauze of the dressing was detached so that the catheter became unclean. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred.